Event description:
Information was received that this incident did not occur while in patient use. Issue was discovered when technicians were either cleaning or testing the devices in house.

Manufacturer narrative:
B5, h6: additional information.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the reported problem regarding "keeps alarming and will not turn off" problem was not duplicated. No alarms sounded and the pump powered on and off normally. However, when the cassette detect pins were pressed, the right-most pin or lsb of the cassette code, was found to be sticky. This led to the "cassette damaged" message present in the event log. It was noted that there was a cassette detect pin that is binding in its mounting hole. Service will replace and lubricate the pin to correct the reported problem. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited alarm and pump could not be turned off. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.